Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "unused lives left". The instrument was returned with 2 lives remaining. A review of instrument logs confirm that the instrument has not expired and has 2 lives remaining. The life indicator has not turned red, which indicates that the instrument has not expired. Additional observation not reported by site: the instrument was found to have damage of the conductor wire¿s insulation. Electrical continuity and energy delivery tests were performed and passed. No thermal damage observed. Root cause of this failure is attributed to a component failure. The instrument was found to have mechanical indentations on the yaw pulley. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.096¿ - 0.167¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically due to mishandling. A review of the site's complaint does not show any additional complaints related to this product. A review of the instrument log for part 470205-17/n122001130024 associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 on system (B)(4), with 2 lives remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument had ¿unused lives left¿. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.